Manufacturer narrative:
It was reported that the hinge is stripped so the locking mechanism allegedly does not lock. No injury reported. To date, the actual device has not been returned. Other devices have been evaluted and the root cause of the complaint is a damaged component, confirmed to be the same malfunction found in 9616086-2023-00007.

Event description:
It was reported that the hinge is stripped so the locking mechanism allegedly does not lock. No injury reported.